Event description:
During a biopsy procedure on (B)(6) 2026 using a hologic 3dimensions mammography system, the customer reported that the breast compression force suddenly decreased from approximately 50 n to 19 n while the needle was already inserted into the breast. This loss of compression caused breast movement and loss of the target position, requiring the operator to retarget. This resulted in an additional needle puncture to complete the biopsy procedure. The initial puncture was performed using a needle from a separate manufacturer than hologic. For the second puncture, the operator then changed to another needle from the same manufacturer to complete the procedure. After the incident, the customer tested the compression using a phantom breast and reported that the system behaved normally, with no recurrence of the issue (loss of compression force). The hologic technical support team discussed the case with the customer and reviewed the system behavior. No malfunction has been confirmed to date on the 3dimensions mammography system. No further information is currently available.